Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called and reported the insulin pump was alarming every 4 hours with a power loss alarm. Customer stated she tried several different brand new batteries with no success. During troubleshooting, alarm recurred with a new battery. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was returned for power loss alarms. Error and low battery alarms were confirmed in the long trace. The detailed trace analysis confirmed the pump alarmed low battery and then power loss alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of micro timer in detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.